Event description:
It was stated that the customer was hospitalized due to high blood glucose levels. It was stated that the insulin pump was submerged in water prior to the event. After getting the insulin pump wet, the customer's blood glucose levels rose to 593 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.